Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to sensor wire missing. The allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device availability- additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional